Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 44 mg/dl. The customer stated that she was in the hospital three times for low readings. The customer was wearing the insulin pump during the hospitalization. The customer stated that she might have over bloused. The customer's current blood glucose was 574 mg/dl. Customer treated with 5 units via syringe. The insulin pump will not be returned for analysis.